Event description:
Caller reported patient is experiencing very high blood glucose levels. Caller alleges the pump does not deliver the correct amount of insulin. Caller reported patient's blood glucose level reached 460 mg/dl. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.